Event description:
Boston scientific received information that during a device replacement procedure, this atrial lead revealed increased threshold measurements and loss of sensing at maximum output settings. Fluoroscopy revealed this lead was dislodged. A decision was made to replace the lead. The lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.